Manufacturer narrative:
The reported events of low pacing lead impedance and failure to sense were confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found over-torque of the inner coil at the connector region. Electrical testing did not find any indication of conductor fractures. The shorting between conductors was found due to the inner coil being over-torqued at the connector region. The cause of the reported events is consistent with procedural damage.

Event description:
During attempted implant, low pacing impedance and failure to sense were observed on the right ventricular (rv) lead. A different right ventricular lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.